Manufacturer narrative:
Sc-2352-50 (B)(6). The returned lead was analyzed and continuity test confirmed that one of the cables (e3) was open. X-ray inspection found the cable fracture at the click anchor site, 1 cm from where the click anchor was tightened. No cables were exposed. With all the available information, boston scientific concludes that the reported event was confirmed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the click anchor resulting in the cable fractures, which resulted in the impedance anomaly. Therefore, there's component failure. Sc-2352-50 (B)(6). The returned lead was analyzed and continuity test confirmed that all the cables (e1 to e16) was open. X-ray inspection found the cable fracture at the click anchor site, 1 cm from where the click anchor was tightened. No cables were exposed. With all the available information, boston scientific concludes that the reported event was confirmed. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the click anchor resulting in the cable fractures, which resulted in the impedance anomaly. Therefore, there's component failure.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Bl approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 14408648.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.